Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s needle was stuck in the sensor. As a result customer experienced pain and burning and treated themselves (treatment unspecified). There was no report of death or permanent impairment associated with this event.